Event description:
The customer reported her blood glucose reached between 300 mg/dl to 400 mg/dl less than 36 hours after the pod was activated and she noticed the cannula didn't fully enter her skin or it had come out "partially". The pink slide insert was in the window and the adhesive pad was secure on the skin. She was able to activate a new pod and she gave a manual injection of insulin (exact dosage was not provided). She was able to lower her bg level.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula this condition could interrupt insulin delivery and contribute to hyperglycemia. No product lot number was reported therefore no qualification records were reviewed.